Event description:
Caller reported that a malfunction occurred on the pump, and there were no notable events prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support helped the customer reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue recurred. Customer understood the instructions and declined to start the pump renewals process at this time, despite understanding the out-of-warranty loaner pump process should the current pump cease functioning.